Event description:
On (B)(6) 2012, a faulted system diagnostic test was performed which changed the patient's settings. Although most of the settings were re-programmed after this, the magnet on time was not updated.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
(B)(6).